Event description:
Caller reported a cartridge alarm 20. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to customer's health. Customer support planned to replace the pump, provided instructions for returning the old pump, and ensured the customer understood the processes for using the replacement pump. A replacement pump with updated software was sent to the customer.